Event description:
It was reported that a metal piece broke off from the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Since the involved product was not available to stryker puerto rico for evaluation, the claimed tip break condition could not be confirmed. Probable root causes for this failure mode can be associated, but not limited to: inadequate welding process (i.e. Plasma, inductive, gluing). Improper material strength. Inadequate size selected for the application. Material brittleness. Excessive force applied by the user. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a metal piece broke off from the unit.